Event description:
The customer reported a system failure message.

Manufacturer narrative:
The customer reported a system failure message. The unit was evaluated at philips, and the control pca was replaced. This resolved the reported issue.